Event description:
On wed, 11/18/98, reporter's son sustained a scratch to his right lower abdomen area, between belly button and the hip, from a piece of metal at the end of a mop handle. Skin not broken, but he requested a band-aid. Neighbor had a box of nexcare waterproof bandages, tattoo design, cool collection. This product contains 24 bandages of assorted shapes/designs. The 3 inch large smiley face was applied over the site. Though child said the area was sore, he wouldn't allow it to be removed. He bathed with it on wed, thur, and fri. Unrelated, the child was taken to quick care for pinkeye on 11/22. But while there, the dr performed a physical exam and removed the smiley bandage. It had a hideous foul odor. Beneath the bandage was pus and an infection that was the dimension of the 3 inch oval bandage. Infection resembled impetigo. The dr stated the bandage ate the skin. It was sealed so tightly around the skin, air was unable to get through. Infection was severe enough that child was prescribed augmentin and bactroban cream. The package is labeled with the statements "ultrathin breathable" and "watrproof". Reporter's pharmacist advised those statements are contradictory. If it is waterproof, it can't be breathable. No warning statements appear. Sample is available, but not of this smiley design. Actual bandage discarded.